Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant, the physician was unable to pass the stylet down the body of the lead. The lead was not implanted and was replaced with another. No patient complications have been reported as a result of this event.